Event description:
Attempted tavr. Malfunction of edwards sheath with exit of valve from body of sheath causing trauma to lower aorta with bleeding and pulseless electrical activity which was a mortal event. FDA safety report ID# (B)(4).